Event description:
A 24mm x 14mm diameter x 16.5cm length aneurx bifurcated stent graft and its components were inserted for the endovascular treatment of an abdominal aortic aneurysm in 2001. The patient had a long aortic neck with straight vessel anatomy and no calcification. This was the first implant procedure for the physician. It was reported that the physician encountered resistance while pulling the runners back and the stent graft was pulled down 2cm; therefore, an aortic cuff was placed with a good result. It is reported that there were no patient complications and the patient is doing fine. No additional information is available regarding the complaint. The stent delivery system was discarded.